Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the inline sheath was inserted into the left calcified iliac artery with force. A left iliac perforation occurred and the delivery catheter system (dcs) was withdrawn from the body. A stent was implanted and a blood transfusion was administered. The valve was implanted without issue. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties inserting or advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the left iliac was calcified. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. The device instructions for use gives the following warning regarding advancement of the dcs; ¿there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture).¿ vascular access related complications and cardiovascular injury, including perforation, are procedural complications that are dependent on the patient condition and physician technique, and are a known potential adverse patient effect per the IFU. There was no information to suggest a device quality deficiency or malfunction related to this event. If information is provided in the future, a supplemental report will be issued.